Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results using 2 different strip lots on coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 32264421. Refer to medwatch with patient identifier (B)(6) for information on strip lot 34521321. The customer got a result of 4.6 inr with strip lot 32264421 at 3:59 p.m. The customer didn't think this result was correct so she tested with strip lot 34521321 at 9:36 p.m. And got a result of 6.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer did not have any symptoms of a high inr. The customer skipped her coumadin dose based on both high results. She did not consult her doctor prior to making this adjustment. No adverse event occurred. The customer is in stable condition. The customer had the correct code key in the meter when she tested with strip lot 32264421. She did not change the code key when she tested with strip lot 34521321; the incorrect code key was in the meter at the time of the result with strip lot 34521321. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.